Event description:
It was reported that the patient experienced a stroke and was found to have a foreign body located near the stent. Additional intervention was performed. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization (tcar) procedure on (b)6) 2025. The patient had passed the post-procedure neurological check and was dual antiplatelet therapy (dapt)-compliant. The duplex ultrasound prior to discharge was normal, and the 30-day duplex follow-up was also normal. Subsequent cervical spine x-rays showed no foreign body. In (B)(6) 2025, a spine x-ray identified a bright foreign body within the right carotid stent, consistent with the barium doping of the sheath tip. On (B)(6) 2025, the patient was admitted to the hospital with left-sided hemiparesis and a computed tomography (CT) scan that confirmed a stroke. On (B)(6) 2025, an attempt was made to retrieve the foreign body. Access was obtained via the right radial artery, and a non-boston scientific (bsc) balloon occlusion guide catheter was placed in the right common carotid artery. Multiple attempts were made to retrieve the foreign body, but these were unsuccessful. The physician elected to secure the foreign body with a non-bsc stent and balloon. The patient awoke with the same neurological status as prior to the procedure, exhibiting left-sided weakness. No further procedures were reported; however, it was noted that the patient was to be transferred to rehabilitation.